Manufacturer narrative:
D3-country: united states e1-country: united states g1- contact office country: united states h3-device has been returned, and preliminary evaluation has been performed, however, our investigation is ongoing, and the device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the user placed a universa soft ureteral stent set during a removal of device or device portion procedure. Upon removal, the tether broke. A new same type device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
Correction: the stent was placed as normal and then removed to reposition and reinsert. Upon removal, the tether broke.

Manufacturer narrative:
Correction: b5, d3, d9, e1 - country, g1 - contact office country, g1 - mfg. Site country was inadvertently left out in initial emdr report, h8. Investigation evaluation description of event: as reported, the user placed a universa soft ureteral stent set and the stent was placed as normal and then removed to reposition and reinsert. Upon removal, the tether broke. A new same type of device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. A device failure analysis of a universa soft ureteral stent set was able to be conducted. The tether was broken and had a pulled/stretched appearance. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The product IFU, provides the following information to the user related to the reported failure mode. ¿precautions do not force components during removal or replacement. Carefully remove the components if any resistance is encountered. Instructions for use note: the stent may be removed easily by gentle withdrawal traction using endoscopic forceps. How supplied upon removal from the package, inspect the product to ensure no damage has occurred.¿ based upon the available information and results of the investigation, cook was unable to determine the cause of the break. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.